Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with incarcerated recurrent ventral incisional hernia, partial small bowel obstruction thereby underwent open repair with the implant of mesh (device #1). Per op notes, ¿umbilical hernia was identified. Loop of small bowel incarcerated within sac was lysed. A ventralex mesh (device #1) was placed and secured using sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with incarcerated recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #2). Per op notes, ¿the previously implanted mesh (device #1) had been dislodged and loops of bowel incarcerated within hernia and previous mesh was lysed. An ventralex st mesh (device #2) was placed over the defect and secured.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided to correct date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no.), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d.6a (date of implant) this supplemental emdr represents the bard/davol mesh - ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st(device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.